Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The customer ordered a new ac power module, which resolved the failure. There have been no further reports of this issue from this customer site.